Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to reproduce the reported fault after re-seating the breathing system. The adjustable pressure limiting valve was replaced and the unit was returned to service.

Event description:
The hospital reported the unit had a large leak preventing manual ventilation. There was no report of patient injury.